Event description:
The customer called and reported receiving a no delivery alarm on her insulin pump. Her blood glucose was 279 mg/dl. During troubleshooting, customer was advised to disconnect and reconnect reservoir and infusion set. Insulin did not exit the infusion set tubing when pushed through with a plunger. The reservoir may have been occluded. Customer did not have another infusion set for testing. It was advised to change out the entire infusion set system as soon as possible and revert to back-up plan until she was able to use insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.